Manufacturer narrative:
The customer contacted a siemens customer care center and stated that they were having issues with the water bottle not filling on its own. The customer manually filled the water bottle at times as a workaround. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse determined that the issue was associated with the water supply. The cse worked with a deionized water vendor to set the water supply to 20 psi. The cse verified calibration of the direct water feed printed circuit board and ran a water test, which was acceptable. The cse also verified that the water load scale was working properly and alerting the customer of low water. The cause of the discordant, falsely elevated ipth results was due to the water supply issue. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer obtained a discordant, falsely elevated intact parathyroid hormone (ipth) result on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned it. The customer repeated the sample twice on an alternate immulite instrument and the results were lower each time. The customer performed a lookback and repeated all patient samples run on (B)(6) 2017 on the alternate immulite instrument and determined that the repeat results were different than the initial results. The corrected results from the alternate immulite instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ipth results.